Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, implantable tachy lead, (B)(6) 2005; 5076-52, implantable pacing lead, (B)(6) 2005; 419488, implantable pacing lead, (B)(6) 2010; 407652, implantable pacing lead, (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.